Event description:
The staged guidewire unraveled.

Manufacturer narrative:
The staged guidewire was received in an extremely poor condition for evaluation. Visual examination revealed the wire to have been pulled apart prior to its return to datascope for evaluation. The j-tip area was noted to be uncoiled and severely damaged. A trace amount of blood was noted on the guidewire tip. Probable cause of difficulty: based on the condition of the returned guidewire, it was not possible to determine the exact reason for the encountered difficulty. Although conjectural, it is possible that the wire kinked during insertion into the patient. The subsequent damage to the wire may have occurred when the wire was removed. It is possible that the kinked portion of the wire got "hung-up" on the end of the angiographic needle during removal. Removing the wire from the needle may have caused it to become severely uncoiled.